Event description:
The surgeon returned the device and reported the following event : "the bag is not secured. Upon opening the box, the label used to lift the bag is poorly glued"

Event description:
The surgeon returned the device and reported the following event : "the bag is not secured. Upon opening the box, the label used to lift the bag is poorly glued"

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The tyvek on the outer blister has been peeled back on 3 sides and there is evidence of a complete seal between the tyvek and the blister. The ¿lift here¿ tab on the inner plastic/foam part of the packaging is partially pulled back. It was confirmed that not all packaging components were returned. The returned device is unremarkable. The event could not be confirmed. The exact cause of the event could not be determined because the exact nature of the event is unclear. Further clarification of the alleged issue is required to investigate this event further. No further investigation for this event is possible at this time